Manufacturer narrative:
Initial report inadvertently listed the incorrect method coding.

Event description:
It was reported that a patient was experiencing an increase in seizures. The physician was concerned that the patient's battery was depleting as the patient had been implanted for nearly seven years at the time of the increase in seizures. The patient was referred for replacement surgery. No additional relevant information has been received to date. No surgical intervention has been received to date.

Event description:
The patient's generator had reached the intensified follow-up indicator - yes battery status. A recent interrogation of the device appeared normal. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent prophylactic generator replacement surgery. The generator was discarded by the explanting facility and was not returned to the manufacturer for analysis. No additional relevant information has been received to date.

Event description:
Clinic notes were received containing the patient's most recent device settings. No additional relevant information has been received to date. No surgical intervention has occurred to date.